Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. No information provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed and the following observations were noted: tamper seals were intact. Cracked on top case by the tube holders. Functional testing and occlusion tests were conducted. The motor rate error was found during occlusion testing. Also identified in event history log review. The reported issue was confirmed. The root cause was determined to be normal wear and tear due to age of device. The following actions were taken replaced motor assembly, worm gear, leadscrew and clutch halves. Performed pm maintenance. Additional repairs included: replaced right and left plunger cases, plunger cable, top and bottom cases, position pot, stepper motor and worm coupling and worm gear, leadscrew and clutches, carriage and carriage plate. Installed missing cable guard. Replaced whole barrel clamp parts due to old parts and contamination. Device functional tests all passed after repair.